Event description:
It was reported that in the procedure of spinal fusion case dissecting tool breakage. It was reported that there was no patient or staff impact. There was no delay in procedure as a result of the event.

Manufacturer narrative:
H3:no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the dissecting tool was received with the distal end fractured off from the stem of the rest of the tool. The area where the fracture occurred is black, possibly corroded, and discolored, most likely from the effects of the tool overheating when being used when it fractured. The as the location of the fracture, the most likely cause of the tool breakage is that the tool was either used with a heavy side load causing it to overheat and fracture and it was used with excessive force in a pushing or prying motion against bone or another material, causing it to fracture. The medtronic safety and warning manual indicates not to do this when using tools. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.